Event description:
Hypoglycaemia(hypoglycaemia). Case description: analysis result: product 1; novopen 300, lot no: mv40291. Device conclusion: technical examinations were performed. The dose accuracy was measured by weighing. The penfill cartridge returned with the delivery device was used. Dose no. Value118.2220.2320.0419.3518.8620.2719.8819.1919.51020.6 the result was within acceptable limits. During testing of the device it has not been possible to detect any irregularities. Product 2: novorapid chu 300. Lot no: rw50726. Drug conclusion: the returned product was examined macroscopically. Furthermore, the parameters identity, eassay, degradation, and insulin aspart related impurities were examined. The product was found to be normal. The results were found to comply with specifications. The pt was using lantus (insulin glergine), which was also a suspected product. Follow-up info received in 2006. Since the last submission the following has been updated. Analysis result: statement about lantus being suspect.

Event description:
"Hypoglycaemia", concerns a male treated with novorapid (insulin aspart) 10 iu at meals and novopen 3 (insulin delivery device) from sep-2004 to jan-2006 due to insulin-requiring type 2 diabetes mellitus (since 1998). Concomaitantly, the patient was using lantus (insulin glargine). On an unknown date in dec-2005 the patient experienced morning hypoglycaemia and was admitted to the hospital. On an unknown date he recovered completely. It is reported that the patient suffered from insulin resistance at the time of the event (not further specified) and that he had a bronchial infection at the time of admission. The patient's hba 1c level was 10.1 in nov-2005 and the patient became very careful not to eat too much at lunch and dinner. Following the current event, the patient experienced hypoglycaemic coma (MFR. Report #9681821-2006-00013.